Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patient was not transferring and not letting access the meds. A technical support specialist (tss) dialed into the server and the station, then compare the patient location stated in server and station. There the tss noticed that it was not synced. So, the tss rebooted the station but still the same. Then backup the station database (db) and full synchronize the station. Then verified the patient showing after the full synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was not showing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.